Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information has determined this is a nonreportable event. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter (B)(6) all manufacturers h. Device manufacturers only.

Event description:
N/a.